Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The left atrium and left ventricle were enlarged. The clip delivery system (cds) was advanced to the mitral valve. One unsatisfactory leaflet grasping attempt was performed but it was difficult to move the clip as the clip became stuck in a structure, possibly in the chordae. Gentle movements were made to free the clip; however, after the clip was freed, the cds was moving in an unintended direction. While advancing the clip, there was strong anterior movement. The cds was removed from the anatomy and a new cds was used to complete the procedure. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficult positioning the device was confirmed via returned device analysis. Although the reported physical resistance (clip caught on chordae) could not be replicated as it was related to patient condition/procedural circumstances, functional testing confirmed that the clip functioned as intended. The investigation determined that the difficulty positioning the clip delivery system were attributed to the bend in the actuator mandrel and the bend in the actuator was due to the clip caught on chordae; however, a definitive cause for how the clip got caught on chordae could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.